Event description:
It was reported that the patient was admitted on (B)(6)2025 for a driveline infection. The culture was positive for cornebacterium striatum, and the patient was started on cefepime and vancomycin. The blood culture was then found to be negative, and the patient underwent a driveline washout and wound vacuum assisted closure on (B)(6)2025. They were discharged with linazoli 600mg twice a day for 30 days, then indefinite tedazolid.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.